Event description:
During post market surveillance, abstract & poster entitled "long-term results of right ventricular outflow tract reconstruction using bicuspid cormatrix pulmonary valve", both presented at the congenital heart surgeons society annual meeting, 2021 oct 24-25, were reviewed and summarized as follows: this was a single site, retrospective study of patients with congenital heart disease undergoing cardiac surgery of their bicuspid pulmonary valve utilizing patches between 10/2012 - 2/2021. Groups utilizing three different materials were compared to each other: ecm (cormatrix, now labeled as the aziyo product proxicor for cardiac tissue repair), autologous pericardium and gore-tex. Ecm patches were used as both a transannular patch to close incisional site and for construction of a new posterior leaflet, paired with the congenital anterior leaflet, to make a bicuspid pulmonary valve. Primary endpoint was any unplanned surgical or percutaneous reintervention during follow up. Adverse events related to "cormatrix" ecm included 6/38 patients who required percutaneous intervention at 2 years and 15/38 at 5 years, 3/38 required surgical intervention at 2 years and 9/38 at 5 years. Two of the surgical intervention cohort demonstrated thickened leaflets on pathology. All events were attributed by the authors to stenosis, and that branch pulmonary artery stenosis beyond the recreated valve decreased the longevity of the valve.

Manufacturer narrative:
It is noted that per the instructions for use provided with the finished cormatrix ecm for cardiac tissue repair (proxicor for ctr) device at the time of the study, indications for use include "use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect, ventricular septal defect, etc.) And suture-line buttressing." The "warnings/precautions" section states that the "device must be sutured to viable native tissue." More recent versions of the IFU add, "proxicor for cardiac tissue repair product is not indicated for the construction or replacement of total valves or conduits." As all edges of sutured ecm patch need to be made to viable tissue, it would exclude leaving a "free-edge" to simulate the commissural closure of the valve cusps. The cormatrix ctr/proxicor ctr is not indicated for construction of valves and this usage is considered off-label. The IFU further lists under potential complications that localized inflammation, recurrent stenosis, and undesired remodeling are potential complications associated with the use of the device. The specific type of valve failures requiring intervention (either surgically or percutaneously) post-implant was labeled as regurgitation/stenosis. The actual cause of the regurgitation/stenosis is not postulated. The authors concluded that the presence of stenosis in the branch pulmonary arteries beyond the new valve as contributing to the failure of the valves and need for intervention.